Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation at the tip of the jaws had chipped off. Piece of insulation was not returned. Functional testing found that the insulation at the tip of the jaw was broken, consistent with the failure mode cause by off label use with excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of the device. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. It was reported that the device difficult to close, stopped working, and jaws were difficult to open. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that component disengaged and insulation damage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bone soft tissue tumor procedure when the device was applied on thin detachment around the knee, the device had problem with jaw opening/closing and had damage to the tip insulation part after about three hours of the surgery. The device fell off and could be checked visually so it was collected. There were no problems with removal from the tissue, because the problem was damage on the tip and the device was cleaned frequently. Another ligasure was used appropriately with the same generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bone soft tissue tumor procedure when the device was applied on thin detachment around the knee, the device had problem with jaw opening/closing and had damage to the tip insulation part after about three hours of the surgery. The damage part of the device fell off and could be checked visually so it was collected. There were no problems with removal from the tissue, because the problem was damage on the tip and the device was cleaned frequently. Another ligasure was used appropriately with the same generator. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.